Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed that both plunger cases were cracked and all three screw bosses were cracked inside the plunger case. A review of the event history log identified check syringe plunger sensor alarm. During functional testing using the syringe test and also using biomed diagnostics monitor syringe plunger sensor, the reported issue of was able to be duplicated during start up. The left timing plate was not set right inside the plunger head. The root cause of the issue was caused by the customer's incorrect assembly of the device. Reset and re-assembled the timing plate assembly, replaced left plunger case, and recalibrated. (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a plunger sensor error. No patient injury was reported.